Event description:
On (B)(6) 2012, the patient contacted animas alleging that when she awoke from a nap at 5 pm, she experienced an elevated blood glucose (bg) of 480mg/dl with a headache, increased thirst and urination. The patient treated herself via injection with 5 units of insulin and the bg reportedly went down to 147mg/dl and that she felt fine. She stated that she noticed last week that the keypad is peeling. The up arrow, down arrow and ok keypad buttons have reportedly become difficult to press, and will not respond. The patient reported that when she changed her infusion set in the evening, the keypad buttons would not respond appropriately and that she was not able to complete the prime steps on the pump. The patient had been reportedly disconnected from the pump for an hour which caused her bg to elevate in the evening. An hour later, the patient was reportedly able to prime the pump and then reconnected herself back on the pump and that the pump was delivering the correct basal amounts without issues. The patient claimed that she still is able to bolus from the meter without having any delivery issues. Customer support (cs) advised the patient to continue monitoring her bgs and to have a back-up plan in place. The pump is being returned for troubleshooting. This complaint is being reported due to the patient's hyperglycemic event. Use error also contributed to the reported bg excursion as the patient disconnected from the pump for an hour causing her bg excursion. The patient also continued to use a damaged keypad while using insulin pump therapy; a damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. A damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Use error contributed to the reported bg excursion as the patient disconnected from the pump for an hour causing her bg excursion. The patient also continued to use a damaged keypad while using insulin pump therapy; a damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. A damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the up, down, and ok buttons and the buttons were exposed and inverted with presses. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. A review of the total daily dose history showed that the pump was delivering accurately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.